Event description:
A malfunction alarm was reported, specifically malf 12, associated with the displayed fault ID 0x2071. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was advised to contact technical support if the malfunction reoccurs and understood the instructions.